Event description:
Three foley catheter kits opened for use on patient found to be contaminated. No product ever reached patient. #1 bard: 16 fr. Foley catheter kit , ref# (B)(4), unable to report lot# , manufacturer notified , contaminated with strand of hair . #2 bard : 16 fr. Foley catheter kit, ref# (B)(4), lot# ngcp4148, manufacturer notified, contaminated with unidentifiable piece of rubber. #3 bard: 16 fr. Foley catheter kit , ref# (B)(4), lot# ngby3117, contaminated with piece of tape. Representative notified and file opened to document the event. Follow up to be by field assurance specialist with materials management.